Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that after multiple inflations of the pta balloon within a stent in the central vein, a balloon fiber became entangled in the stent. After several attempts, the balloon catheter was able to be retracted from the stent without disrupting its position, and the device was removed through the sheath without further incident. The procedure was completed without any additional intervention. There was no pt injury.